Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe experienced foreign matter. The following information was provided by the initial reporter: the syringe was removed from its sterile outer wrap the operator discovered the white marks in the top of the syringe.

Manufacturer narrative:
(B)(4), follow up emdr for device evaluation (lot 2305795): two samples and one photo was provided to our quality team for investigation. Through visual inspection, a white dot (bubble) was observed within the wall of barrel. A device history review was performed for lot 2305795, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Molding parameters were also reviewed and verified all to be within the validated process limits. This issue can occur due to a lack of compaction during the molding process, causing the material not to spread completely, creating the bubble as observed in the sample provided. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. While we could not identify a direct issue, the bubble likely generated during the molding process. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends h3 other text : see manufacturer narrative.

Event description:
It was reported that the bd plastipak¿ concentric luer lock syringe experienced foreign matter. The following information was provided by the initial reporter: the syringe was removed from its sterile outer wrap the operator discovered the white marks in the top of the syringe.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.